Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient underwent endovascular treatment. Vascular access was obtained from the opposite side of the superficial femoral artery (sfa) using a non-bsc sheath. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified sfa. After a non-bsc guide wire was crossed the lesion, a 6.0mmx40mmx135cm sterling¿ balloon catheter was advanced for pre-dilatation and device was initially inflated. However, during the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and replaced with a 6.0mmx40mmx135cm non-bsc balloon catheter which also ruptured. The procedure was successfully completed with a 7.0×40mm sterling¿ balloon catheter. No patient complications were reported and the patient' status was good.